Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-04589 for details regarding the second device. It was reported to boston scientific corp in 2008 that a resolution clip hemostasis device was used during a colonoscopy procedure performed the same day. According to the complainant, "the clip went forward and would not open up." The device was removed from the colonoscope and replaced with a second resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping device product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.